Event description:
It was reported that the cdi 500 displayed inaccurate values during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The system was returned to terumo for investigation but no drift or inaccuracies were noted, therefore the complaint was not confirmed. Both blood pressure monitors were replaced. The monitors passed all service testing and was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.